Event description:
It was observed during the device inspection, that the bronchofiberscope exhibited peeled off coating on the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the investigation results, the insertion tube coating peeled off, could not be identified. Presumably, while the user was handling the device, physical/chemical stress was applied to insertion section which led to occurrence of the suggested event. However, a definitive root cause could not be determined. Olympus will continue to monitor the field performance for this device.